Event description:
The customer ordered part number 0684-00-0254-04 (.020 nitinol guidewires), which is the part number labeled on the outside of the box. When the box was opened they found part number 0684-19-0052 (.030 staged guidewires). Event complications: never used on pt - reported 9/21/99. Pt's current status: na - reported 9/21/99.